Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that red lumen of the dual groshong leaks during use. No patient harm. No other information was provided.